Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Thus, an exact cause of the reported dislodging could not be determined. Additionally, the cannula assembly was further inspected and found a leak on the exposed portion of the soft cannula. The leakage was due to an external tear on the soft cannula, which diverted the intended path of the fluid. The downloaded data did not show any timeouts or drive stalls. Although damage was found on the exposed portion of the soft cannula, the timing and cause could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 480 mg/dl. The patient was nauseous, vomiting and lethargic. The patients mother discovered that the pod's cannula was dislodged. For treatment, the patient was given intravenous (IV) insulin and fluids. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 1 day.